Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the user completed the surgery and attempted to remove the device while it was inflated; however, it split into two pieces. There was no reported patient injury or adverse event.